Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 24 mmol/l, 16 mmol/l and then 21 mmol/l. Customer's other relevant blood glucose level was 8.4 mmol/l. Customer was not using auto mode feature. It was also reported that the infusion set tubing was detached and declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.